Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no insulin was being expelled from cartridge tubing. Reportedly, the cartridge did not 'click' onto the pump. A cartridge change was performed resolving the issue. Customer's blood glucose level was 131 mg/dl.